Event description:
It was reported that a hernia occurred. During a chronic total occlusion (cto) procedure, a 150cm mamba flex microcatheter was used for treatment, but it was noticed that a hernia appeared on the microcatheter. The procedure was completed. No patient complications resulted in relation to this event and the patient was reported to be fine. It was further reported that the hernia appeared during the cto, and that there were no issues with the patient.

Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of a mamba flex 150 microcatheter. The hub, shaft and tip were microscopically examined. The device showed shaft damage in the form of a burst outer sheath approximately 84cm from the strain relief. No other damage was noticed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. No other issues were identified during the product analysis. The complaint was confirmed for a burst outer sheath.

Event description:
It was reported that a hernia occurred. During a chronic total occlusion (cto) procedure, a 150cm mamba flex microcatheter was used for treatment, but it was noticed that a hernia appeared on the microcatheter. The procedure was completed. No patient complications resulted in relation to this event and the patient was reported to be fine. It was further reported that the hernia appeared during the cto, and that there were no issues with the patient.

Event description:
It was reported that a hernia occurred. During a chronic total occlusion (cto) procedure, a 150cm mamba flex microcatheter was used for treatment, but it was noticed that a hernia appeared on the microcatheter. The procedure was completed. No patient complications resulted in relation to this event and the patient was reported to be fine.